Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 15.5 mm from the distal end. There were contact marks on the surface of the probe and the jaw at the proximal end of the grasping section. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, as a result the proximal side of jaw and probe came into contact with each other, and the probe cracked. After that, the probe was broken when the probe received a load outside the patient.

Event description:
The subject device was used during a laparoscopic assisted total gastrectomy. The probe of the device was broken when the user cleaned the probe outside the patient body. The procedure was completed with another thunderbeat device. There was no patient injury reported.